Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unresolved alarm and cosmetic damage. The customer's blood glucose was unknown at the time of call. Trouble shooting was performed and found insulin flow blocked alarm reporting on past event. Customer states continues to get flow block alarms all the time. In addition, customer reports seal on the front of screen has fallen off. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.